Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 253500001, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was put through a metal detector by the sheriff on (B)(6) 2014. After that she started having complications with her machine and started to feel adverse sensation and burning inside of her. She also had tasted a battery taste like a nine volt battery was in her mouth, numbness and tingling around her mouth, and her left side felt different from the right side. When asked if it went away she stated no, she felt it on her chest because that was where the leads were at in the spine above where her heart was, high up in her back above where her heart was. The patient was told by the manufacturer's representative (rep) in (B)(6) of 2015 when they came to see her in the hospital she would have to have surgery in the summer of 2015 because she was put through the metal detector. However, the rep. Stated when they met with the patient in (B)(6) it was for standard/normal reprogramming requested by her physician. No complaints were discussed and her system was found to be in normal/optimal working order. On (B)(6) the patient noted that her head was a little bit swollen on the left side, it hurt, and she had a headache and was also experiencing right arm heaviness. The patient was going to have an MRI of the head/brain. On (B)(6) at work she felt like she was having a hardening of the heart; she felt tightening around her heart and it lasted for maybe a minute. On (B)(6) she laid down because her leg was hurting really bad. It was noted she had turned the implantable neurostimulator (ins) off the night prior. She was crying and felt like something crept up to her chest and tightened and it was very hard for her to breathe which lasted about a minute. That same day she was lying down and she kept hearing something almost like brain waves or spasms in her head with her ears, which occurred right after she turned her ins off. It went one time towards the right then to the left to the top of the head then to the middle by her eye then it just stopped. On (B)(6) a CT with dye was done rather than the MRI. The patient was requesting the manufacturer contact the managing physician and tell them to take out the ins because the patient wanted it out. It was noted the patient was released from the hospital because they couldn't do the MRI but she didn't know she was supposed to call the physician herself to ask to have the ins system removed. It was noted the battery was still on and she didn't know how to turn it off. At the time of the report the patient was at the hospital and was having paresthesia and "idiopathic" and wanted the ins removed off her back immediately because she was having more complications with it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was in a lot of pain and the patient¿s spine was hurting. The patient was pushed hard on their bottom which caused spine stimulator to increase their pain. It was noted their pain was a ten if ten was the highest level of pain and also stated their pain was greater than a ten. It was noted the patient had missed their appointment but were scheduled to have an MRI on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.